Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. A pneumoperitoneum and peritonitis are known complications of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in the (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the patient experienced pain in her abdomen and the following day, the pain increased. The surgeon was consulted and examinations were done. On (B)(6) 2018, there was an unchanged image in comparison with (B)(6) 2018. The patient continued to experience abdominal pain. In (B)(6) 2018, a CT scan showed a lot of air at the free abdominal cavity and infection values showed deviation (possible peritonitis). The patient received an unknown antibiotic through infusion. The situation improved in comparison with (B)(6) 2018.